Event description:
A piezon scaler treatment was done with afs2 device in using ps tip attached with min. Power and max. Cooling adjusted. Areas on the upper jaw (maxilla) was treated at first with no problems. After that the far back areas on the left side of the lower jaw (mandibula) was treated. During the treatment the pt had felt some pain in the lip. The pt could feel some pain during the whole treatment but did not complain about that before the treatment was over. The pts lower lip between the teeth 33-43 was feeling numb and had a tingling pain sensation in it after the treatment. The pt commented it like the lip would not react and move correctly. The feeling of pain disappeared in 4-5 hours. The lip was feeling completely normal after 2, 5 days.

Manufacturer narrative:
Based on the info reported, the pt's symptoms described seems to be more related to a mistake of the practician during the treatment than to a technical problem of the afs2 device.